Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tka while removing the genesis ii ps hi flex insert tr s1-2 9 from the patient, the surgical assistant noticed that a piece of purple plastic was still in the patient. The surgeon washed out the patient using the pulse lavage. There appears to be two pieces of plastic missing, but only one piece was recovered from the patient. Procedure finished with s&n backup device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Additional information received by the customer has identified that this event has been already reported under 1020279-2021-00029. The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.